Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a misidentification of an (B)(6) (lot 2) proficiency specimen (actinobaculum shaalii) as arcanobacterium haemolyticum in association with the vitek 2 anc ID card. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. No patient was directly associated with the (B)(4) proficiency result. Proficiency organism submittal has been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Internal investigation was conducted. The organism was sub-cultured, and testing included: vitek® 2 anc ID card. 16s sequencing (reference method) to determine the intended result. Results: 16s sequencing confirmed the expected identification to species actinobaculum schaalii. Identification to species actinomyces meyeri was obtained by vitek® 2 anc ID (with vitek 2 systems software version 6.01). Identification to species actinobaculum schaalii was obtained by vitek® 2 anc ID (with vitek 2 systems software version 7.01). The misidentification of actinobaculum shaalii was duplicated using the customer software version 6.01; actinobaculum shaalii is not claimed in the version 6.01 knowledge base. The vitek® 2 6.01 product information manual (B)(4) indicates which organisms can be identified using the vitek® 2 anc ID card; actinobaculum schaalii is not listed. Per the vitek® 2 product information manual, "testing of unclaimed species may result in an unidentified result or misidentification." For any organism placed into a test card, the vitek® 2 system will assess the card readings against the known organisms and provide an organism identification, if possible, based on a combination of growth well reactions. For results with a percent confidence of <99%, the customer must make a determination of acceptance or further testing based on the logical likelihood of the identification considering other laboratory and clinical factors. The vitek® 2 anc ID card is performing as intended within the scope of product specifications.